Event description:
Boston scientific received information that this device is part of a subset of devices returned from an institution with an observed increase in post-operative patient infections. Additional information has been provided, by the institution, that implant technique or tools used during the implant process are being assessed as a potential root cause for the increase in number of post-operative infections. The lead was later returned for analysis.

Manufacturer narrative:
Review of manufacturing records for each device (as well as this associated right ventricular defibrillation lead) confirmed there were no manufacturing signals indicative of a potential contamination risk associated with any of these products. All results confirm sterility of these products prior to final distribution and sale. In addition, review of field performance data does not reveal any pattern of infections associated with specific lots of sterilized devices or leads. There is also no apparent pattern or link between the cases reported from this institution related to bacterial strains involved in the patient infections. All strains of bacteria identified in these infections are either common skin organisms or clinical infectious organisms commonly found in a hospital environment. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal and proximal high voltage (hv) terminal pins. There were no discernable setscrew marks noted on the is-1 ring. The clear medical adhesive (ma) was separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. Bodily fluid was noted in the helix housing and the helix was retracted. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.